Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was in the 300 mg/dl range as the pump settings needed to be adjusted. Customer delivered a correction bolus to address bg. Customer reported that for the past 3 weeks treatment was being administered for an ulcer and due to the reported elevated bg, an ulcer "developed". Although multiple attempt were made by tandem technical support to obtain additional information regarding the ulcer, customer did not reply.